Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula, blood also visible on the adhesive pad. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. An indent was left in the hard cannula where it would normally sit horizontally in the slide retract. Damage to the slide retract was noted. This caused excess plastic to accumulate in the horizontal inlet of the slide retract, producing an atypical arc that does not coincide with the arc of the formed needle. This allowed for the hard cannula to spring free from the slide retract while deploying, allowing it to remain lodged in the customers skin. Since the needle remained in the customer's skin during the run, pain or bleeding can be expected. A root cause for the reported event has been identified, no further inspection is necessary.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient went to the emergency (ER) room due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that upon pod removal, patient's mother realized the needle had not retracted back into the pod; this indicates a needle mechanism failure occurred. Symptoms reported include hyperglycemia, bleeding, excessive pain and the presence of ketones. The patient was treated with an insulin drip and intravenous fluids, and was released after spending 3 hours in the ER.